Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test, rewind test and all operating currents tested within the specification. No failed battery test alarm, charge/battery anomaly or rewind anomaly were noted. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. No reset alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was difficult to read due to scratches on the screen. Customer¿s blood glucose level was unknown. Insulin pump had failed battery test. Customer reported that the loose reservoir and rewind required for multiple time. Customer was advised to change the reservoir. Customer reported grinding noise during rewind and the date or time was reset during battery change. Customer declined to troubleshoot with helpline. The insulin pump will not be returned for analysis.